Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. However, as a preventative measure, replaced the system interface board, the fluoro function board and reloaded software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system displayed a "communications fail" error. Customer rebooted system and complete the case without further issues. There was no report of patient injury.